Manufacturer narrative:
Problem code 1074 captures the reportable issue of balloon burst. A visual examination of the returned complaint device revealed that the balloon was unfolded and had been subjected to positive pressure. It was also noted that the balloon had a pinhole located at the distal of the proximal balloon weld. No kinks or damaged noted along the shaft of the device. No other issues were noted during product analysis. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a passport dilatation balloon catheter was used in the left ureter during a ureteroscopy (urs) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the balloon burst. The procedure was completed with another passport dilatation balloon catheter . There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a passport dilatation balloon catheter was used in the left ureter during a ureteroscopy (urs) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the balloon burst. The procedure was completed with another passport dilatation balloon catheter . There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.